Event description:
It was reported by the customer the unit has dark streaks across the screen which is interfering with the clinician getting a quality image. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the issue is that it has dark streaks across the screen which is interfering with the clinician getting a quality image was confirmed. The lcd display is dark with lines through the screen, causing the ultrasound screen not to be visible. The root cause is due to an internal failure within the lcd display. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Unit has dark streaks across the screen which is interfering with the clinician getting a quality image.